Manufacturer narrative:
Na

Event description:
The international distributor reported the ventilator would not operate on ac power. The ventilator was not in use on a patient, and therefore, there was no patient involvement or harm. Visual inspection of the power supply noted heat related damage to the snubber pcb on the power supply. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down. The power supply will be replaced to correct the problem.